Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient had an infection and the area around the implant site was inflamed. The device was explanted. No further patient complications have been reported as a result of this event.